Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer reports there is a (B)(6) patient, affected by chronic renal insufficiency. The catheter was implanted on (B)(6), 2008, used daily for automated peritoneal dialysis. On (B)(6), 2012, the patient was hospitalized for a nonfunctioning catheter; the dialytic liquid was loaded but would not discharge. On (B)(6), 2012, the catheter was pulled and replaced. The pulled catheter was found broken in two parts.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.